Event description:
It was reported that, "a new double offset broach handle was sent to our hospital, it was washed and sterilized in the normal fashion. Upon initial use the broach handle broke and was unusable. As a result of the handle breaking, the pt underwent an add'l 45 min of surgery to retrieve pieces of the handle and complete the surgery without a right double offset broach handle."

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Add'l info has been requested and if rec'd will be provided on a supplemental report.